Event description:
The customer reported being in the emergency room with high blood glucose due to bent cannulas. The blood glucose was treated with an insulin drip. The caller stated that he experienced nausea. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.